Event description:
A report was received that stated during an injection via a deltoid needle the needle became broken from the syringe and remained in the patients arm. There was no patient of clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.